Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device evaluation found the black image was reproduced, the coupler was rusted, and the cable unit was defective. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The cause of the customer event could not be conclusively determined, however, based on the results of the investigation, it is likely that the image is not displayed due to cable failure. The event can be prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head had a black screen. The issue was found during preparation for use for a therapeutic hysteroscopic resection of a polyp. The patient was under general anesthesia and there was a 3-4 minute delay to change to another camera head to complete the procedure. The patient was discharged home with follow up. There were no reports of patient harm.